Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. It was used a liquid reservoir to test and no air bubbles anomaly noted. No unexpected screen/display anomaly noted. Device had cracked case at display window corner, reservoir tube lip and minor scratched display window.

Event description:
Customer's spouse reported via phone call that the customer had been experiencing high blood glucose between 400 and 500 mg/dl for a week. Customer treated with manual injections. Blood glucose level at the time of the call was 135 mg/dl. Spouse stated that the insulin pump seemed not to be delivering insulin properly. Troubleshooting was performed and no issues with site, set or insulin were found and the insulin pump passed the high pressure test. It was also mentioned that the customer starts experiencing high blood glucose when the reservoir has a quarter of insulin left and the fill cannula setting was incorrect. Customer had reverted to her old device and they requested the insulin pump to be replaced as her blood glucose level was stable with device in use. The insulin pump was replaced and returned for analysis.